Event description:
User facility called to report that one of the employees at her facility had cidex pa lot 105507 in the eyes. She requested an msds and one was faxed to her. The user facility was advised of the procedure for washing the eyes thoroughly for 15 minutes with water and have the person seek medical attention. The person had gone to the emergency room for medical treatment. Personal protective equipment, as described in labeling was not used. Msds copy forwarded to customer. In a follow up phone call the user facility stated that the individual involved in the incident is "fine", and that they were treated with an antibiotic eye ointment.